Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced infusion flow blocked, the high-pressure test failed, and the retainer ring was damaged. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia, confusion/disorientation, fatigue, headache, blurred vision, polydipsia, pain, abdominal, hyperglycemia treated with manual injection/insulin pen, intravenous insulin drip (intravenous insulin infusion) during emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-1886. Troubleshooting was performed and the high-pressure test did not pass twice. The auto mode feature was active at the time of the event and the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue using the device. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unable to test for transmitter/sensor anomaly due to pump was received without the original transmitter/sensor. No crack at the reservoir compartment noted during visual inspection. However, the pump was received with a cracked/broken reservoir tube lip. The pump was received with a (slightly) dented retainer ring and a missing reservoir tube o-ring. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No absence of no delivery alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the customer's event date of (B)(6) 2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the customer's event date of (B)(6) 2024 in the formatted history file. On the ss event date of (B)(6) 2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the ss event date of (B)(6) 2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 394250 (39.425 u) and dailytotalofbolusinsulindelivered = 622000 (62.2 u) which is equal to the dailytotalofallinsulindelivered = 1016250 (101.625 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the ss event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: sgcalibrationerror (776) was found on: (B)(6) 2025 06:53:24.000 sensorexpiredalert (794) was found on: (B)(6) 2025 16:26:03.000 (B)(6) 2025 17:31:26.000 lostsensor1alert (780) was found on: (B)(6) 2025 01:22:00.000 (B)(6) 2025 17:05:00.000 (B)(6) 2025 21:42:00.000 lostsensor2alert (781) was found on: (B)(6) 2025 17:21:00.000 (B)(6) 2025 21:58:00.000 sensorsignalnotfound (796) was found on: (B)(6) 2025 22:30:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, sensor expired alert, lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 95 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. No sensor glucose/blood glucose (sg/bg) anomaly noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 and (B)(6) 2025 during basal/prime deliveries. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2025 06:12:00.000 insert battery alarm was found on: (B)(6) 2025 12:34:19.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 10:41:59.000. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.33 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Retainer ring damage (a (slightly) dented retainer ring) was confirmed. Cosmetic damage (crack) at the reservoir compartment was not confirmed, however, other cosmetic damage (a (cracked/broken reservoir tube lip) was noted during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs and sensor glucose/blood glucose (sg/bg) anomaly. Customer alleged for no delivery alarm/insulin flow blocked alarm and absence of no delivery alarm/insulin flow blocked alarm (hp test - failed) were not confirmed. Unable to test for transmitter/sensor anomaly due to pump was received without the original transmitter/sensor. Customer alleged for transmitter/sensor anomaly was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.